Event description:
Pt admitted to unit at 1035 complaining of weakness, loss of appetite, headache. Pre weight 224 lbs, 3 lbs below target wt. Pre bp 109/59, pulse 78. Hemodialysis initiated with 0.0 ultrafiltration goal set on uf controller. Treatment was also initiated with a slow normal saline drip. Hourly bp's were stable. At 1300 bp 127/47 per bp monitor. At 1302, pt non-responsive, code blue called. Lpn stated that pt responded normally at 1245. Investigation of device failed to reveal any contribution from the medical device.